Event description:
It was reported that during a supply change the ilet screen became unresponsive at the ¿press and hold¿ step, showing drops but not allowing selection of ¿yes,¿ trapping the user on that screen until the device was restarted via the ilet mobile app; thereafter, the user repeated the process, completed the supply change, and resumed insulin delivery, with the highest recorded glucose of 351 mg/dl and elevated glucose out of range for approximately 8 hours, and the device had alerted to high glucose. Symptoms included the user feeling okay. Outcomes included successful completion of the supply change and resumption of insulin delivery without outside assistance or medical intervention. Investigation included troubleshooting and user education performed remotely, including guided restart through the mobile app and confirmation of normal operation after restart. Investigation of this case revealed that the device function recovered after reboot and that insulin delivery resumed as intended. It was concluded that a temporary screen unresponsiveness occurred during a supply change, resolved by restart, and resulted in transient hyperglycemia without clinical harm. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.